Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that coil failed to separate and stretch occurred. The target lesion was located in the pelvic veins. A 2d 10mm x 30cm interlock was selected for use. During the procedure, it was found that the coil could not be deployed and pulled out. Upon retrieval of the coil, it was observed to be very tight and had been stretched during removal. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed an arm coil detached.

Manufacturer narrative:
E1: initial address 1: (B)(6). E1: initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the 2d 10mm x 30cm interlock device was returned to our post market quality assurance laboratory. The main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.